Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message for more than two hours while wearing a freestyle libre sensor and experiencing a loss of consciousness. The customer's husband tested the customer's blood glucose on an unspecified device and obtained a result of 320 mg/dl, subsequently treating the customer with insulin (dose/type unspecified). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sim vivo test was performed and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message for more than two hours while wearing a freestyle libre sensor and experiencing a loss of consciousness. The customer's husband tested the customer's blood glucose on an unspecified device and obtained a result of 320 mg/dl, subsequently treating the customer with insulin (dose/type unspecified). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "scan again in 10 minutes" message for more than two hours while wearing a freestyle libre sensor and experiencing a loss of consciousness. The customer's husband tested the customer's blood glucose on an unspecified device and obtained a result of 320 mg/dl, subsequently treating the customer with insulin (dose/type unspecified). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.